Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter a nitro set that had a cracked spike. The drug being used was etoposide. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.